Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. For: omni pod insulin management system ¿ user guide model: lzg 18296-eng-aw rev b changing your pod chapter 3 / page 40 warnings: do not use a pod if it is past the expiration date on the package.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed. The pod was not worn. It should be noted that the pod was expired.